Event description:
It was reported that the patient went to the ER feeling presyncopal. Upon review, it was discovered that the pacemaker exhibited oversensing noise causing inappropriate mode switch. Further information was requested however, was not provided.